Manufacturer narrative:
Evaluation of the returned device by engineering determined that the tip failure is attributed to a shear ductile overload condition. Review of manufacturing found a total of 15 pieces of this lot were released for distribution on 01/26/2017 with no deviation or anomalies. A complaint history review did not reveal a trend for reports of this naure for this part number. The need for corrective action was not indicated.this report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2017-00043 / 00044).

Event description:
Driver broke during a revision surgery. Original surgery did not use precision spine implants. The tips sheared off the driver but were able to be removed from the tulip of each screw before inserting rods and locking cap screws.